Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the pump¿s black box history showed evidence that the user manually suspended and manually resumed the pump. During investigation, the pump was exercised for 24 hours with no self-suspending occurring. The pump was able to be manually suspended and manually resumed successfully during testing. All of the keypad buttons were found to be responsive to user input. There were no hypersensitive or stuck keys observed. The complaint of a suspend issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.